Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as reason for explant, operative report, and device status; therefore, no further investigation can be performed into the root cause of this event.

Event description:
Through follow-up with the healthcare provider, it was learned that the valve was explanted due to a sizing issue. The valve was replaced with another same model edwards valve, smaller size. The surgeon indicated that the reason for explant is procedue related and not due to a device malfunction. Operative report indicates, " I initially sized this to 27mm valve and I chose a 32 mm conduit and implanted that. Once it was implanted, it appeared extraordinarily large for this gentleman although the annulus was sized to that. Therefre, I did not feel comfortable with this anatomic situation and removed that graft and valve and downsized to a 25 mm valve and a 30 mm conduit. This was much more satisfactory."

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant. The reason for explanting the device was not provided, despite multiple follow-ups. There has been no allegation of a device malfunction.